Event description:
It was reported to olympus, that the evis exera iii colonovideoscope jet channel was clogged. Inspection and testing of the returned device found that a foreign material of unknown origin was found inside the jet channel. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the lens glue and charge coupled device unit glue was chipped. The bending section rubber glue was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to air leakage detected at electrical safety test. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-h185, cf-h185l/I operation manual chapter 3. Preparation and inspection. IFU states the preventative measures in gif-h185, cf-h185l/I reprocessing manual chapter. 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.